Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported deflation, rheumatoid arthritis, not device related, lupus, not device related and fibromyalgia, not device related. Patient also stated became paralyzed on the right side. Record is for the right side. Device remains implanted.